Event description:
It was reported by the customer, line was primed with no obvious issues. Line was placed in a patient. When the inserter drew back for blood return only air came into the syringe. Needleless connector and syringe were changed out and continued with air. Midline was over wired to a new midline and there were no issues. Additional information received 11-feb 2025: it was reported nurse noticed during insertion there was an issue with the catheter. After troubleshooting with no success (checking connections) she placed a new midline.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.